Event description:
This case was initially received via regulatory authority ansm (reference number: r1712824) on (B)(6) 2017. The most recent information was received on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ("perforation of one tube"), device dislocation ("presence of one insert in iliac fossa on xray performed after subtotal hysterectomy"), device breakage ("presence of a fragment in sigmoid fringe"), haemorrhage ("hemorrhages") and urinary tract infection ("urinary infections") in a (B)(6) female patient who had essure (batch no. 08002521(invalid),08002513(invalid)) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "a priori, three inserts were initially inserted" and device difficult to use "presence of one insert in iliac fossa on xray performed after subtotal hysterectomy". On an unknown date, the patient had essure inserted. On (B)(6) 2012, the patient experienced haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), urinary tract infection (seriousness criterion medically significant), pelvic pain ("pelvic pain"), anaemia ("anemia"), fatigue ("chronic fatigue"), migraine ("migraines"), multiple allergies ("allergies"), myalgia ("muscle pain"), endometriosis ("endometriosis") and restless legs syndrome ("restless legs"). The patient was treated with surgery (subtotal hysterectomy performed on 31-mar-2017). At the time of the report, the fallopian tube perforation, device dislocation, device breakage, haemorrhage, urinary tract infection, pelvic pain, anaemia, fatigue, migraine, multiple allergies, myalgia, endometriosis and restless legs syndrome outcome was unknown. The reporter provided no causality assessment for anaemia, device breakage, device dislocation, endometriosis, fallopian tube perforation, fatigue, haemorrhage, migraine, multiple allergies, myalgia, pelvic pain, restless legs syndrome and urinary tract infection with essure. The reporter commented: second intervention was planned to be performed on (B)(6)2017. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). (B)(6) 2017: plain abdomen x-ray: presence of one insert in iliac fossa (a priori, three inserts were initially inserted). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred terms. In this particular case a search in the database was performed on 22-nov-2017 for the following meddra preferred terms: 1) fallopian tube perforation. The analysis in the global safety database revealed 786 cases. 2)device dislocation. The analysis in the global safety database revealed 2.469 cases. 3)device breakage. The analysis in the global safety database revealed 1.983 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality safety evaluation of ptc. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.